Event description:
Drill bit used in a joint of the foot. After use and examination, it was noted that the tip of the drill was broken. Drill bit left in bone as attempting to remove it could cause more damage.